Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon chest x-ray it was noted that the patients lead had dislodged and the patient experienced diaphragmatic stimulation. Lead repositioning was attempted but not successful because the screw head could not be inserted. The lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.